Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure with two gore® tag® thoracic endoprostheses (tgt3720 at proximal, tgt4020 at distal) using a gore® introducer sheath with silicone pinch valve (ts2430) to repair a thoracic aortic aneurysm with diameter of 71 mm. The sheath was inserted into the left external iliac artery, and the endoprostheses were deployed as planned. During the retraction of the sheath, the left external iliac artery was damaged. The physician repaired the damaged artery with a vascular graft (unknown manufacturer) and concluded the procedure. The estimated blood loss was 3,200 ml. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications